Manufacturer narrative:
UDI#: (B)(4). Occupation is a lay user/patient. The meter and test strips were requested for investigation. The meter and two strip vials of lot #50323014 were returned and tested using retention controls. Vial #1 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 4.9 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4). The first result from the meter at 10:22 am was 1.4 inr. The second result from the meter was 1.9 inr. It is unknown how much time passed between the two tests. The patient¿s therapeutic range is 3.0-3.5 inr.